Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the geometry module keeps in activated condition, the device reported that the button active at startup during startup. The philips engineer suggested onsite service, but quote was not accepted by the customer and no service has been provided from the philips. The resolution and root cause were not available, and the reported problem cannot be confirmed. No further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the button is broken and always causes an error when booting up. An error message of "the key is activated" appears at start up. The system was not in clinical use. There was no reported patient or user harm.